Event description:
Mynx closure device was introduced into the vessel and in the process of deploying, the cannula split and closure material came out the side of the cannula. Dates of use: (B)(6) 2013. Diagnosis or reason for use: closure device following cardiac cath. Event abated after use stopped or dose reduced: yes.